Manufacturer narrative:
Unit received with a blank display due to cracked and bleeding lcd glass. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to physical damage to lcd.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The customer had fell. There were cracks inside the insulin pump. The screen was white and black. The insulin pump was beeping. They could not read or access anything. The customer¿s blood glucose level was 103 mg/dl. They were using an insulin pen to treat their blood glucose. The device will be returned for analysis.